Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced low blood glucose. Customer took glucagon shot and 15 minutes later their blood glucose was 35 mg/dl. Customer stated that their blood glucose value was fluctuated recently from 35 mg/dl to 300 mg/dl. Customer also had eye damage or retinopathy related to unmanaged blood sugars. The customer stated the insulin pump had unexplained no delivery alarms recent and button pad missing. Customer declined to troubleshooting low blood glucose or pump damage. The insulin pump will not be returned for analysis.